Manufacturer narrative:
The data acquisition pcba was returned for evaluation and tested. A visual inspection of the data acquisition pcba revealed no anomalies. No fault was found, failure investigation could not replicate the problem.

Manufacturer narrative:
G4: 01oct2020 b4: (B)(6)2020 oxygen valve solenoid assembly was returned to failure investigation evaluation. Visual inspection of the oxygen valve solenoid assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the oxygen valve solenoid assembly into a fi ventilator to attempt to duplicate the reported issue of o2 accuracy test failed. During the unit testing, the reported issue was not duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 05aug2020. B4: 05aug2020. The customer requested that the device be returned to philips bench repair for evaluation. The device was received by the philips bench repair on 14-may2020. An evaluation was performed by the philips bench technician and the reported issue was confirmed and traced to a faulty data acquisition pcba, and oxygen solenoid valve. The philips bench technician replaced the philips bench technician data acquisition pcba, and oxygen solenoid valve and performed a complete performance verification check. The device passed all testing and was returned to the customer on (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21may2020.

Event description:
The customer reported that the device had low o2 concentration. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.